Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities and passed all quality control tests prior to its distribution. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.

Manufacturer narrative:
H6- health effect- impact code should be 4617 - life threatening illness or injury.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.

Event description:
It was reported that the presented for an implant procedure. During the procedure, while implanting the ventricular leadless pacemaker (lp) it was noted that the lp exhibited low sensing. The lp was attempted to be repositioned and it was noted that the catheter exhibited a deflection issue and that the patient's blood pressure decreased. An echocardiogram was performed and revealed cardiac tamponade and pericardial effusion. A perforation was suspected. A drainage was performed and the procedure was abandoned. The lp was ultimately not used. The patient experienced an infection and there was no allegation from the physician that the infection was abbott device or procedure related. The patient condition is deceased due to unrelated reasons.